Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was steady at approximately 700 ohms through the week of (B)(4) 2015, then began to vary and rises out of range (greater than 3000 ohms) starting the week of (B)(4) 2015. An alert for rv pacing lead impedance greater than 3000 ohms occurred on (B)(4) 2015. (B)(4).

Event description:
It was reported that the patient presented to the clinic with an audible alert tone. It was determined that the tone was a lead integrity alert triggered for the right ventricular (rv) lead due to high pacing impedance. Prior to being high, lead impedance had been gradually increasing. Noise was observed on the rv channel in response to isometric testing and pocket manipulation. Also noted were rv thresholds that varied in response to changes in patient posture. Lead fracture was suspected. Rv lead detections and output were adjusted. Approximately one week later, it was further reported that the rv lead exhibited "gross oversensing." The lead was capped and replaced. No patient complications have been reported as a result of this event.